Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure (event) observed during analysis.review of the device image indicated output circuit damage. Bench testing noted a damaged output transistor. The cause of the damage could not be determined.(B)(4).

Event description:
This report is to advise of an event observed during analysis.